Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient says they get a shocking sensation when stimulation is on, which started happening after they had an MRI 5-6 months ago. Pt says they are going for a stress test soon. Pt says they haven't used stimulation for awhile, since they had the MRI and the shocking started. Pt says they use "ointments" for their pain. Reviewed that pt should turn stimulation off for the stress test, and redirect pt to hcp for their therapy concerns.